Event description:
End user reports that upon exiting his bank in the motorized wheelchair, he drove down a step leading to the sidewalk and fell out of the unit, allegedly fracturing his hip. End user reports he was not wearing a safety belt.

Manufacturer narrative:
No malfunction of the motorized wheelchair is suspected. Hoveround's owner's manual advises end users to not operate the motorized wheelchair on steps greater than 1.5 inches in height and to always wear the safety belt when operating the motorized wheelchair.